Event description:
It was reported that inappropriate right ventricular (rv) pacing was observed on the implantable cardioverter defibrillator (ICD). This was addressed by reprogramming, turning off the premature atrial contraction (pac) response algorithm. There were no patient consequences.